Manufacturer narrative:
Section d10: concomitant products: - logic pts, size 4, 8mm (cat# 02-012-42-4008 / serial# (B)(6). - trapezoid tibial tray sz 4f/4t (cat# 204-04-44 / serial# (B)(6). - fluted stem extension 40l x 14 mm (cat# 204-34-04 / serial# (B)(6). - tibial augment block 1/2-sz 4 5mm (cat# 204-64-05 / serial# (B)(6). - tibial augment block 1/2-sz 4 5mm (cat# 204-64-05 / serial# (B)(6). - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the male patient had original right revision knee performed on (B)(6) 2018. The patient presented back to surgeon's office with complaints of their bilateral tka's. Upon examination poly wear and osteolysis is evident. The poly implant within the patient is involved in the recall. The patient was scheduled for a revision right tka possible poly swap on (B)(6) 2023. The patient underwent a full knee revision to competitor's products. The exactech poly showed early wear and the metal implants were loose on the bone. There was no breakage of device. There was a greater than 45 minutes surgical delay but there was no adverse events as a result. Photos and images received. The device are not available for evaluation because the implants are sent to the hospital lab and then legal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of prosthesis wear, femoral loosening, and tibial loosening, or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component and the tibial construct to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.